Event description:
Nobel biocare USA has received a report of two implant failures: however, the implants returned for this report are not nobel biocare implants. Per 21 cfr 803 .22, it is required that the loss be reported to the FDA. It is believed that the implants were manufactured by zimmer dental. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).